Manufacturer narrative:
Title: a favorable neointimal proliferation healing process of large drug-eluting stent malapposition. Authors: cristina aurigemma, francesco burzotta, filippo crea and carlo trani, journal: wolters kluwer health, coronary artery disease year: 2018 issue: 29:535¿538 ref: doi: 10.1097/mca.0000000000000621. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was admitted to hospital experiencing anterior st-segment elevation myocardial infarction. Pci was performed and after manual thrombus-aspiration, a resolute integrity rx drug eluting stent (3.0×38 mm, 12 atm) was implanted in the mid lad. Seven days post procedure a repeat coronary angiography and optical coherence tomography were performed and identified stent malapposition with a stent¿vessel distance of 900 um located at the proximal stent edge. In the malapposed area, the oct also showed a minimal atherotherombotic plaque prolapse through stent strut. No additional procedures were carried out and patient was discharged on dual antiplatelet therapy. Seventeen months later coronary angiography showed a moderate stenosis of proximal lad and a patent des. Oct analysis confirmed the presence of no obstructive plaque of proximal lad and a complete resolution of stent malapposition. The oct showed a complete stent endothelialization and a neointimal proliferation that had ¿filled in¿ the space between the stent strut and the vessel wall in the malapposed stent area.